Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been dropped into a sink several months prior to the call. Customer stated that the display now had black spots and was difficult to read. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple dark spots on the display window when turning on back light due to moisture damage under el panel. Moisture damage was also found on the electronic and motor assembly. The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, test unexpected restart test and all operating current measurement were normal. The insulin had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.